Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose over 600 mg/dl. The customer stated that she last changed her infusion set just before being hospitalized and that she uses a quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.